Event description:
The user facility reported that during a therapeutic laser transurethral resection of the prostate (turp), the ceramic beak of the resectoscope sheath fractured, and subsequently detached from the instrument. The users further reported that the ceramic beak broke into several pieces inside the pt, and was successfully retrieved by an unknown means. The procedure was completed with the use of a different, but similar device that did not involve the use of a laser. There was no pt harm, and the pt is reportedly doing fine.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The eval confirmed the user's claim of a broken ceramic beak. Portions of the beak were returned with the device. There were noted to be small holes found with red coloration in the cement at the beak side with black marks along the tip. The cause of the user's experience could not conclusively be determined at this time; however, the findings suggest that the device may have been struck by the laser beam. The device has been forwarded to the original equipment manufacturer for further investigation, a supplemental report will follow if additional significant info becomes available. This report is being submitted as a medical device report in an abundance of caution.